Event description:
A medtronic representative reported that, while in a cerebral tumor procedure, the synergy cranial software became unresponsive. In trouble-shooting, the navigation system was re-booted and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted to login screen as expected. The software application was launched and it performed as expected with no performance issues encountered. The computer data showed no errors on the hard drive or ram. The computer was used over an extended period with multiple reboots, app launches and navigation tasks initiated with no issues encountered. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. There were no further computer issues reported after the computer was replaced at the site.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement computer shipped to site (B)(4) 2014, received by medtronic representative on (B)(4) 2014. On (B)(4) 2014 a medtronic representative, following-up at the site, reported performing the repair on the navigation system. Computer was replaced. Reported issue resolved. Suspect computer has not been returned to manufacturer for analysis. Part not returned to manufacturer.